Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 5.4; (re-test) inratio: 5.3; lab: 4.0. Customer's coumadin dose was decreased since lab result came back. Customer also reports qc errors.

Manufacturer narrative:
Qc errors are designed to be generated if the strip has been exposed to adverse environmental conditions. There is no information in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 5.4, reference: 4.0, mean: 4.70, confidence limits: 2.6-6.9; date: (B)(6) 2010, inratio: 5.3, reference: 4.0, mean: 4.65, confidence limits: 2.6-6.9. All tests are performed within 30 minutes between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Conclusion: analysis of the client's data has met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As of 07/01/2010, 1 discrepant result complaint was reported for lot #232167 yielding a complaint rate of 0.000451%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.